Event description:
Pt had inguinal hernia repair surgery. Pt was discharged with an "on-q pump pain management system" pump contianing sensorcaine 0.5%. Pt was noted by wife to have mental status changes the night after the procedure. The wife called ems to the house the next day but the pt refused to go to the ed. Wife stated pt was acting inappropriately. Pt did finally agree to go to the ed. Pt presented to the ed with complaints of lower back pain and upon examn had bradycardia. During the ed evaluation, pt became diaphoretic and sob. Pt admitted to ICU and was minimally interactive and lethargic. The on-q pump was pulled by surgery. Pt experienced persistent bradycardia after several medicine interventions. Pt was intubated and ng tube was placed. Nurses unable to obtain blood pressure or palpate pulses. Pt died at 1157.